Event description:
It was reported that this patient was in a motor vehicle accident and afterwards, the patient was shocked multiple times inappropriately. The shocks were due to t-wave oversensing with noisy signals. Smart pass was also disabled. The device was evaluated and the patient had gone home. No adverse events related to the device at this time.